Event description:
Physician reported left side implant malposition. Follow-up findings revealed the malposition was not device related. Healthcare professional reported "capsular contracture (baker grade unknown)," "pain," and "implant removal from textured to smooth due to the concerns of the product" against left device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, wear abrasion, crease fold, voids in the gel and deformation. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Physician reported left side implant malposition. Follow-up findings revealed the malposition was not device related. Healthcare professional reported "capsular contracture (baker grade unknown)," "pain," and "implant removal from textured to smooth due to the concerns of the product" against left device. The device has been explanted.